Event description:
The vitrectomy cutter seemed to be pulling the vitreous instead of cutting properly which resulted in multiple retinal tears. Laser treatment was required to repair the eye. The prcedure was completed with no further problems.